Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had mild aortic insufficiency (ai) on a pre-left ventricular assist device (lvad) echocardiogram (echo) on (B)(6) 2023. They again showed mild ai post-operatively on (B)(6) 2023. The patient was recovering following a repair of an aortic dissection in the late (>3 months) state of their post-operative management. The patient had ongoing recovery. Their ai was being followed with serial echos.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased aortic insufficiency on right heart catheter/echocardiogram performed on (B)(6) 2024.